Event description:
Following successful deployment of the trunk-ipsilateral componenet, the ipsilateral limb was touched up with a balloon in the right common iliac. Following this ballooning, an arteriogram identified a rupture of the right common iliac just distal to the end of the ipsilateral limb. An iliac extender was utilized, successfully resolving the rupture and the procedure was completed without further incident. Although no blood loss was apparent outside the patient, it was evident in the operative lab work and the patient was transfused with 1-2 units of blood. Patient was reportedly stable following the procedure.